Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us - 510(k) number k892432.

Event description:
Medtronic received a communication regarding a cuff inflation/deflation issue. According to the reporter, the endotracheal tube balloon deflated twice and underwater testing showed that bubbles appeared. The customer indicated that the patient status was unknown but we are following up for that information.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. A inflation/deflation test was performed, air was applied to the cuff and it was observed the cuff held the air and no deformations or anomalies were observed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a communication regarding a cuff inflation/deflation issue. According to the reporter, the endotracheal tube balloon deflated twice and underwater testing showed that bubbles appeared. The customer indicated that the patient status was unknown but we are following up for that information. The patient was re-intubated.